Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing. No changes or interventions were performed; the ICD will continue to be monitored. There were no patient consequences.